Event description:
During an implant procedure, high impedances were measured with the new neurostimulator and lead. The physician loosened the set screw and re-engaged the lead but was unable to tighten the header block. After several unsuccessful attempts to tighten the set screw, a new neurostimulator was implanted. No surgical complications were noted and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4).